Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was alarming critical error. Customer was trying to connect a sensor and do a set change when the issue started. Customer went to rewind the pump and received a critical error. Customer's blood glucose may have been around 33 mmol/l but she had not actually checked. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that it was a loaner pump that was given to her by her doctor. Customer was advised to place the pump in storage mode, remove the battery, and hold the back button until the screen turns off.

Manufacturer narrative:
The insulin pump was received with flashing white display anomaly isolated to lcd on pcba 1. Unable to verify or test minilink and the glucose sensor simulator due to display anomaly. The insulin pump was received with cracked reservoir tube lip, scratched case and severely scratched lcd window. No critical error noted.